Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 51 mg/dl. Customer was asking assistance to program new insulin pump. Customer also reported that old insulin pump had problem on the screen that could not get the half of the screen. Customer was advised to follow up with health care professional if current settings need to be changed. The insulin pump will not be returned for analysis.